Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was ovalized approximately 76.0, and 124.5 through 134.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the cat6 was ovalized. This type of damage typically occurs due to improper handling during use. If the device is forcefully gripped or pinched during insertion, damage such as this may occur. The ovalization in the distal shaft of the cat6 likely prevented that indigo system separator 6 (sep6) from being advanced through the cat6 during the procedure. The sep6 mentioned in the complaint was not returned for evaluation. A demonstration sep6 could not be advanced past the ovalization in the evaluated cat6. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician was unable to advance an indigo system separator 6 (sep6) through the tip of the cat6; therefore the cat6 was removed from the non-penumbra sheath and flushed. The physician reinserted the cat6 and re-attempted to advance the sep6, however the same resistance was felt. Upon removal, the physician noticed that the tip of the cat6 looked like it was unwinding and was deformed. The procedure was completed using a new cat6, the same sep6, and the same sheath. There was no report of an adverse effect to the patient.